Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via a field contact regarding a product used in spinal therapy. It was reported that a repair request was made to sr it was returned to hospital after repair, it was used for the first time after repair, but the cloudiness of the scope before repair was not improved. It was not resolved, so it was requested to provide the alternative device during repair for free. Cloudy image was seen during the first operation after repair. The event was same as that before repair. As the sales rep didn't attend the operation, the detail was unknown. There were no patient symptoms/complications. A free repair and a free loan for an alternative device were requested due to inadequate repair. Procedure/therapy: med pre-operative diagnosis: ldh.